Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the control printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Internal memory error indicates ventilation stopped. Error in the internal memory detected. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code remains, this indicates a hardware error. Control printed circuit board contains electronics (including microprocessor) responsible for (B)(6). For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. The defective part was not returned for investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the control printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #:(B)(4).